Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 46 year old on impella cp to support a high risk cardiac procedure. It was reported that after the pump was placed, it had to be explanted due to a kink in the cannula which was giving poor flows. The case continued without impella support. The patient survived the procedure.